Event description:
It was reported that the patient presented with a dislodged right atrial lead. The programmer showed that lead tests were performed on (B)(6) 2021, revealing a high capture threshold on the right atrial lead. The dislodgement was also confirmed through fluoroscopy. On (B)(6) 2021, during the lead repositioning procedure, the helix did not extend and retract properly. The lead was explanted and replaced, and the patient was in stable condition without any complications.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 46.7 cm. The extended helix was found to be bent, stretched, and was clogged with dried blood, and the inner coil was found to be over-torqued, both consistent with procedure damage. The lead was otherwise normal.